Manufacturer narrative:
(B)(4). Conclusion code: is no longer applicable for this event.

Event description:
Additional information was received from a consumer. The circumstances that led to the catheter disconnect were unknown by this reporter. The patient stated that she "did not change from what the doctor instructed me to do". The patient had lost 30 pounds. The patient's symptoms related to the event were pain levels that never got better; she continued to have the same if not worse pain levels. The patient never received any relief from the pain after constantly going for increases on the pump. She was in pain all the time. The patient had a nerve block and that was how the problem was found. An MRI and CT where done to check for the disconnect prior to it being fixed. The device system was delivering bupivacaine and morphine at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The catheter was not connected in (B)(6) of 2014. It was surgically fixed on (B)(6)2014. The patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.